Event description:
It was reported that upon interrogation, the device was found to have gone into back up vvi mode. The device failed to provide impulses intermittently. The device was explanted. The patient was stable.

Manufacturer narrative:
The reported events of backup operation and pacing anomaly were confirmed. The device was received with no output, no telemetry and battery at end of service. The device image could not be saved due to lack of telemetry and it was requested to the field, but it was not available. The original battery was replaced after cutting open the device case and the product code was downloaded successfully. The device was tested under nominal conditions with results indicating normal functionality. The pacer was monitored for several days, and results indicated performance was normal. Additionally, evaluation of the output pacing found all parameter within normal range. The backup operation observed in the field is consistent with low battery voltage fluctuation. The backup operation observed in the field is consistent with low battery voltage fluctuation. Total projected longevity based on nominal conditions it is considered normal battery depletion.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.